Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic mid-urethral sling system during a procedure on (B)(6), 2009. According to the complainant, post-procedure, the patient experienced complications (specifics unknown).according to the physician, there were no complications during or following the procedure. The patient has not been seen since 2008.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.